Manufacturer narrative:
G4:26feb2021. B4:04mar2021. H11:g5:k102985. H10: multiple attempts were made to gather the contextual information of the event but were unsuccessful. The customer replaced the touchscreen to resolve the issue. The unit passed the calibration test and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported that touchscreen is "glitchy". The unit was not in use, and there was no patient or user harm reported.